Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), urticaria ("hives") and alopecia ("hair loss"). The patient was treated with surgery (she underwent a bilateral salpingectomy to remove the essure device). Essure was removed in 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, dysgeusia, urticaria and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / bilateral pelvic regions"), device breakage ("removal details for right essure : the coil was fragmented; the rest of the inner and outer coil was removed in fragments."), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("autoimmune disorder (systemic lupus erythematosus)"), endometriosis ("endometriosis"), uterine polyp ("multiple polyps and large submucosal fibroid"), uterine leiomyoma ("multiple polyps and large submucosal fibroid") and sjogren's syndrome ("sjogrens syndrome") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation tests not conducted". Concomitant products included hydroxychloroquine sulfate (plaquenil) since 2017 for joint pain and joint stiffness as well as bupropion since 2014, diclofenac since 2014, trazodone since 2014 and venlafaxine since 2017. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with joint stiffness and arthralgia, dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and nausea ("nausea"). In 2011, the patient experienced alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash generalised ("rashes or skin conditions (rashes all over the body)"). In 2017, the patient experienced endometriosis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced uterine polyp (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain / excessive cramping"), back pain ("back pain"), dysgeusia ("metallic taste in her mouth"), urticaria ("hives") and complication of device removal ("removal details for right essure : the coil was fragmented; the rest of the inner and outer coil was removed in fragments."). The patient was treated with surgery (hysteroscopic myomectomy, hysteroscopic resection of polyp; myosure and bilateral salpingectomy and laparoscopic surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, systemic lupus erythematosus, endometriosis, uterine polyp, uterine leiomyoma, sjogren's syndrome, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, dysgeusia, urticaria, alopecia, menorrhagia, dyspareunia, fatigue, migraine, nausea, rash generalised, weight increased, fibromyalgia and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash generalised, sjogren's syndrome, systemic lupus erythematosus, urticaria, uterine leiomyoma, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details ((B)(6) 2010). Normal fallopian tube and uterus. On the right there were two coils in the cavity, left there were four coils in the cavity. Removal details ((B)(6) 2017).unremarkable adnexa and uterus on laparoscopic evaluation; essure coils and tubes removed bilaterally and multiple polyps and large submucosal fibroid seen. Procedure: right tube: the tube was partially transected and the essure coil was removed gently. Careful traction was placed however the coil was fragmented. The rest of the inner and outer coil was removed in fragments. This was repeated on the left side. According to pfs: tubal ligation on (B)(6) 2017. Patient sought treatment for her symptoms. Injuries or symptoms claimed to be resulted from essure did not decrease or resolve following removal. Current weight: 151 lbs approximate weight at time of essure placement: 165 lbs diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: excisional biopsy, right fallopian tube: benign fallopian tube. Essure, gross only. Excisional biopsy, left fallopian tube: benign fallopian tube. Essure, gross only. Biopsy, uterine fibroid: portions of leiomyoma. Proliferative endometrium. Ultrasound scan - in (B)(6) 2017: endometrial thickening with endometrial mass identified that could represent fibroid, polyp or clot. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records menorrhagia , sjogren's syndrome, fibromyalgia, systemic lupus erythematosus, pelvic pain, uterine polyp, uterine leiomyoma. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet and medical records were received. Added new reporters ,patient's date of birth , height , lab data and concomitant medication. Updated therapy dates for essure. Added events genital haemorrhage, menorrhagia, systemic lupus erythematosus, dyspareunia, fatigue, migraine, nausea , rash generalised, weight increased , endometriosis,uterine polyp, uterine leiomyoma, fibromyalgia, joint stiffness, sjogren's syndrome , device monitoring procedure not performed, complication of device removal , device breakage. Updated as reported term and onset date for vaginal haemorrhage, dysmenorrhoea. Added onset date for alopecia. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("removal details for right essure : the coil was fragmented; the rest of the inner and outer coil was removed in fragments."), pelvic pain ("pelvic pain / bilateral pelvic regions"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("autoimmune disorder (systemic lupus erythematosus)"), endometriosis ("endometriosis"), uterine polyp ("multiple polyps and large submucosal fibroid"), uterine leiomyoma ("multiple polyps and large submucosal fibroid") and sjogren's syndrome ("sjogrens syndrome") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation tests not conducted". Concomitant products included hydroxychloroquine sulfate (plaquenil) since 2017 for joint pain and joint stiffness as well as bupropion since 2014, diclofenac since 2014, trazodone since 2014 and venlafaxine since 2017. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with joint stiffness and arthralgia, dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash generalised ("rashes or skin conditions (rashes all over the body)"). In 2017, the patient experienced endometriosis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced uterine polyp (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain / excessive cramping"), back pain ("back pain"), dysgeusia ("metallic taste in her mouth"), urticaria ("hives"), complication of device removal ("removal details for right essure : the coil was fragmented; the rest of the inner and outer coil was removed in fragments.") And adnexa uteri pain ("pain in area of fallopian tubes"). The patient was treated with surgery (hysteroscopic myomectomy, hysteroscopic resection of polyp; myosure and bilateral salpingectomy and laparoscopic surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, systemic lupus erythematosus, endometriosis, uterine polyp, uterine leiomyoma, sjogren's syndrome, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, dysgeusia, urticaria, alopecia, menorrhagia, dyspareunia, fatigue, migraine, nausea, rash generalised, weight increased, fibromyalgia, complication of device removal and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash generalised, sjogren's syndrome, systemic lupus erythematosus, urticaria, uterine leiomyoma, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details (B)(6) 2010). Normal fallopian tube and uterus. On the right there were two coils in the cavity, left there were four coils in the cavity. Removal details (B)(6) 2017).unremarkable adnexa and uterus on laparoscopic evaluation; essure coils and tubes removed bilaterally and multiple polyps and large submucosal fibroid seen. Procedure: right tube: the tube was partially transected and the essure coil was removed gently. Careful traction was placed however the coil was fragmented. The rest of the inner and outer coil was removed in fragments. This was repeated on the left side. According to pfs: tubal ligation on (B)(6) 2017. Patient sought treatment for her symptoms. Injuries or symptoms claimed to be resulted from essure did not decrease or resolve following removal. Current weight: 151 lbs. Approximate weight at time of essure placement: 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: final pathologic diagnosis: a. Excisional biopsy, right fallopian tube: 1. Benign fallopian tube. 2. Essure, gross only. B. Excisional biopsy, left fallopian tube: 1. Benign fallopian tube. 2. Essure, gross only. C. Biopsy, uterine fibroid: 1. Portions of leiomyoma. 2. Proliferative endometrium. Ultrasound scan - in (B)(6) 2017: endometrial thickening with endometrial mass identified that could represent fibroid, polyp or clot. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records menorrhagia , sjogren's syndrome, fibromyalgia, systemic lupus erythematosus, pelvic pain, uterine polyp, uterine leiomyoma. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: plaintiff fact sheet received : events added : pain in area of fallopian tubes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("removal details for right essure : the coil was fragmented; the rest of the inner and outer coil was removed in fragments."), pelvic pain ("pelvic pain / bilateral pelvic regions"), genital haemorrhage ("abnormal bleeding (general)"), systemic lupus erythematosus ("autoimmune disorder (systemic lupus erythematosus)"), endometriosis ("endometriosis"), uterine polyp ("multiple polyps and large submucosal fibroid"), uterine leiomyoma ("multiple polyps and large submucosal fibroid") and sjogren's syndrome ("sjogrens syndrome") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation tests not conducted". Concomitant products included hydroxychloroquine sulfate (plaquenil) since 2017 for joint pain and joint stiffness as well as bupropion since 2014, diclofenac since 2014, trazodone since 2014 and venlafaxine since 2017. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with joint stiffness and arthralgia, dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding ( menorrhagia)") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In 2016, the patient experienced rash generalised ("rashes or skin conditions (rashes all over the body)"). In 2017, the patient experienced endometriosis (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). On (B)(6) 2017, the patient experienced uterine polyp (seriousness criterion medically significant) and was found to have uterine leiomyoma (seriousness criterion medically significant), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), abdominal pain ("abdominal pain / excessive cramping"), back pain ("back pain"), dysgeusia ("metallic taste in her mouth"), urticaria ("hives") and complication of device removal ("removal details for right essure : the coil was fragmented; the rest of the inner and outer coil was removed in fragments."). The patient was treated with surgery (hysteroscopic myomectomy, hysteroscopic resection of polyp; myosure and bilateral salpingectomy and laparoscopic surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, systemic lupus erythematosus, endometriosis, uterine polyp, uterine leiomyoma, sjogren's syndrome, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, dysgeusia, urticaria, alopecia, menorrhagia, dyspareunia, fatigue, migraine, nausea, rash generalised, weight increased, fibromyalgia and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash generalised, sjogren's syndrome, systemic lupus erythematosus, urticaria, uterine leiomyoma, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details (21sep2010). Normal fallopian tube and uterus. On the right there were two coils in the cavity, left there were four coils in the cavity. Removal details ((B)(6)2017).unremarkable adnexa and uterus on laparoscopic evaluation; essure coils and tubes removed bilaterally and multiple polyps and large submucosal fibroid seen. Procedure: right tube: the tube was partially transected and the essure coil was removed gently. Careful traction was placed however the coil was fragmented. The rest of the inner and outer coil was removed in fragments. This was repeated on the left side. According to pfs: tubal ligation on (B)(6) 2017. Patient sought treatment for her symptoms. Injuries or symptoms claimed to be resulted from essure did not decrease or resolve following removal. Current weight: 151 lbs approximate weight at time of essure placement: 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 30-aug-2017: final pathologic diagnosis: a. Excisional biopsy, right fallopian tube: 1. Benign fallopian tube. 2. Essure, gross only. B. Excisional biopsy, left fallopian tube: 1. Benign fallopian tube. 2. Essure, gross only. C. Biopsy, uterine fibroid: 1. Portions of leiomyoma. 2. Proliferative endometrium. Ultrasound scan - in may 2017: endometrial thickening with endometrial mass identified that could represent fibroid, polyp or clot. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records menorrhagia , sjogren's syndrome, fibromyalgia, systemic lupus erythematosus, pelvic pain, uterine polyp, uterine leiomyoma. Concerning the injuries reported in this case, the following one was extracted from patient¿s medical records : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), dysgeusia ("metallic taste in her mouth"), urticaria ("hives") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy to remove the essure device). Essure was removed in 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, arthralgia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, dysgeusia, urticaria and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.